Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family called in to report low blood glucose levels and that the drive support cap was sticking out. The customer's blood glucose levels ranged from 63 to 85 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a broken off end cap and a loose/protruded drive support disk. Unable to perform the basic occlusion, occlusion, prime or excessive no delivery tests due to the broken off end cap. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.